Event description:
In the process of contacting the pt to notify pt that their device may be nearing end of service, it was discovered that the pt's device had been explanted due to infection and protrusion. The infection was treated with antibiotics (six week course of penicillin) and explant of the pulse generator only. Further investigation revealed that drainage was noted approximately two months prior to explant by adult foster care giver. The pt's device was reportedly protruding through their chest. Re-implant is not scheduled at this time. The infection has reportedly resolved.